Manufacturer narrative:
An unknown zimmer implant was not returned for investigation. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 3 (universal) and used for approximately 14.5 years. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot numbers associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. August post market trending was reviewed and there were no negative trends or corrective actions for the reported events (implant fracture) or product ( zimmer tsv implants). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive cause could not be identified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a fracture of an unknown implant at the collar level after screw was removed. Implant was unable to be restored and doctor will bury the implant. No additional surgical procedure was reported.